Manufacturer narrative:
(B)(4). Batch # m53c1c. The analysis results showed that one ecr45b cartridge reload was received. The reload was received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reload. Event could not be confirmed as no instrument was returned for analysis. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Batch # unk. Additional information requested but unavailable: what type of procedure was the device used in? Did the cartridge shift during the firing? If yes, what was the appearance of the deployed staples (b-formation, malformed, legs straight)? Did the cartridge fall into the patient? If yes, was it retrieved? What color cartridge was being used? On which firing did this event occur (1st, 2nd, 12th, etc.)? Was there any patient consequence or change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during an unknown procedure, when closing the jaws, there were a shift of the charger by about 1cm resulting of a tearing of the lung parenchyma. The surgeon had to make a manual suture. Another like device was used to complete the procedure.